Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a brachiocephalic av fistula stenting treatment procedure, balloon removal difficulties were encountered. The customer states that the "balloon was stuck together with wire in the sheath while trying to withdraw balloon through 5f sheath." No patient injuries or complications were reported. Patient status is reported as "stable."